Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of motor error. The customer's blood glucose level at the time of incident was 74mg/dl. The customer also received motor position encoder error alarm. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind and a motor position encoder error alarm was confirmed in the alarm history due to a broken component on the interface board. Unable to perform the functional testing due to the motor error alarms. The motor passed the motor test. The pump had a cracked case at the display window corner and minor scratches on the lcd window.